Manufacturer narrative:
Implant currently remains in pt. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During a six week post operative follow up for a synfix anterior lumbar interbody fusion (alif), the surgeon verified by x-ray, one of the 4 screws in the upper vertebrae had broken. According to the x-ray, the surgeon noted that the screw that goes up is out of alignment with the plate. The screw broke at the thread/head junction, on the underside of the plate. The broken screw is encased in the bone and is not free floating. The surgeon advised that no intervention is scheduled at this time and pt will continue regular follow up visits.